Event description:
New information states that the lead was capped on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal generator change, noise was observed on the lead. Upon review, externalized conductors were observed. Patient was asymptomatic. The lead was capped and replaced. The patient was fine following the procedure.